Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had an event code logged in its memory. The event code logged in the device's memory is indicative of a failure of the device to deliver defibrillation energy. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker provided the customer with over-the-phone troubleshooting assistance. It was confirmed that the reported issue was due to the user performing the device's user test too quickly after powering the device on. The device performs an h-bridge test when it is powered on. The same test is performed during the user test. If the user test is done too quickly, the device attempts to perform 2 h-bridge tests at the same time, resulting in a failed user test and the error code being logged. The customer was advised to wait a little longer after powering the device on prior to performing the user test.

Event description:
The customer contacted stryker to report that their device had an event code logged in its memory. The event code logged in the device's memory is indicative of a failure of the device to deliver defibrillation energy. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.